Event description:
It was reported that on first firing of the device the surgeon, experienced with this device, received audible feedback as normal, but no staples were fired and the stapler cut across the artery with no staples formed. On retraction of the device from patient, the u-shaped staples fell out on to a swab. A second cartridge was used and this only fired staples on one side. Surgeon then converted to open.

Manufacturer narrative:
(B)(4). Batch # 753a96. Additional information was requested and the following was received: what were the indications for surgery? What surgical procedure was performed? What anatomical structure was the device fired on? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? The procedure that was performed was a live nephrectomy. The surgeon said approx. 560ml was lost no transfusion was needed. The patient has recovered well after the case, he was informed of the reason why his case went from a lap procedure to a open procedure. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload (a) was received fully fired with b-form some staples on the reload deck. Also, a gauze with staples (unformed and b-form) was received inside of a plastic bag. In addition, two reloads were received. The reload (b) was received fully fired with a b-form staple on the reload deck. The reload (c) was received with the right side fully fired and the left side partially fired 1/3. Upon evaluation of the reload, the reload body, reload deck, and the one-piece sled was noted to be damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. Investigation summary: after the analysis performed the device was sent for further analysis and the reported complaint was confirmed, as three vasecr35 cartridges were received in the rdl materials lab, an unmarked, a marked with the letter b and the other mark c. The cartridges (unmarked and marked with the letter b) were examined with the scanning electron microscope (sem) with energy dispersive spectroscopy (eds). The eds allows for an elemental analysis of the surface of a component. The drivers were examined for particles of titanium (ti), aluminum (al), and vanadium (v). These elements are what makes up the staple alloy. If the drive surface was obscured with surgical debris or are to far inside the pocket, a complete eds analysis can not be achieved. Spectrum 1-14 are examples of the analysis for driver locations on each side of the cut line along the length of the cutline. The presence of staple alloy on the surface of the drivers suggests that the cartridge was loaded with staples. The cartridge (marked with the letter c) was examined with the scanning electron microscope (sem) with energy dispersive spectroscopy (eds). The eds allows for an elemental analysis of the surface of a component. The damage to the cartridge deck was clearly visible along with the glass fiber reinforcement in the polymer. The damaged area was examined in an effort to determine what caused the damage. Spectrum 1 and 2 show small particles of stainless steel on the surface of the deck near the damaged area. This is typical of a cartridge that has been fired and does not conclusively point to the object that caused the damage. The other visible anomaly (spectrum 3) is likely surgical debris. Unable to identify the material that caused the damage to the deck and the residual titanium was present on the drivers indicating that staples were present when the reloads were fired.